Event description:
A caller reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller was instructed by technical support to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The customer was then able to reload a cartridge using the proper technique and successfully resume insulin therapy, resolving the issue.